Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm motor error alarms, and the motor passed the test. The device was received with an intermittent button response due to moisture damage keypad trace. The insulin pump also had a missing end cap sticker.

Event description:
It was reported that the customer had frequent or intermittent button response. It was stated that the time clock on the insulin pump changed. Troubleshooting was performed. The device was not locked and no alarm or bolus in progress. It was stated that a battery alarm did not occur after removing the battery, but it alarmed motor error. The displacement test was unable to perform. No further info was provided.